Manufacturer narrative:
The investigation determined higher and lower than expected vitros ca results were obtained from biorad quality control fluids using two lots of vitros ca slides on a vitros 4600 chemistry system. The investigation concluded that the assignable cause was an instrument issue. The customer performed within run precision testing and obtained unacceptable results indicating the analyzer was not performing as expected. An ortho field engineer went on site and performed service actions that include cleaning the microslide incubator, replacing wear pads and evaporations caps and performing appropriate adjustments. Following service actions, acceptable within run precision results were obtained confirming the issue was resolved.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher and lower than expected calcium results obtained from quality control (qc) fluids processed using two lots of vitros calcium (ca) slides on a vitros 4600 chemistry system. Ca lot 0315-0573-4314. Biorad level 1 = 3.21 versus mean 1.54. Biorad level 3 = 1.32, 2.33, 2.33 versus mean 3.25. Ca lot 0329-0582-9436. Biorad level 3 = 1.84, 2.0, 2.22, 1.80, 1.86, 1.69, 2.29, 2.09, 2.35, 2.44 versus mean 3.20. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher and lower than expected vitros ca results were obtained from quality control fluids. Ortho was no made aware of any allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).